Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8784, serial #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving an gablofen with concentration 2000 mcg/ml at a dose rate of 203 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient had fluid in their pump pocket. The date of the event was unknown. The patient had a pocket revision. The physician explored the patient¿s pump pocket and sent fluid for analysis. Upon examining the existing catheter, the physician noticed tissue inside the pump connector. The complete catheter was explanted and replaced. A new pump connector was also placed. A portion of the catheter layer was not fully intact visually, so the physician had removed and replaced it. It was further described that part of the external layer of the catheter was torn. Diagnostics/troubleshooting performed including results and date of tests was indicated as being unknown. It was indicated as being unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The catheter was to be returned to the manufacturer for analysis. It was unknown if the issue was resolved at the time of the report ((B)(6) 2018). The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient weight and medical history was not available regarding legal/confidential reason. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider (hcp). Regarding the fluid from the patient¿s pump pocket that was sent for analysis, a positive bacterial culture was indicated. Regarding the circumstances that led to the low-grade infection, the prior pump replacement 8 months before was indicated. Treatment was completed, and the low-grade infection was resolved.

Manufacturer narrative:
The catheter was returned to the manufacturer for analysis. Concomitant medical products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider (hcp). The patient was status post (s/p) pump replacement. It was clarified that regarding the reason for the revision, the patient had fluid around the pump, pain, and they were questioning if the pump moved. It was further noted that the patient presented months later with fluid around the pump. At the operation, cultures were taken, the pocket was cleaned, and the pump was secured in an alternate position. The patient was status post (s/p) pump replacement. It was also indicated that the patient was found after surgery to have a low grade infection.

Manufacturer narrative:
An explanted ascenda intrathecal catheter subcutaneous (sc) connector was received unfixed. On inspection, there was beige tissue in the connector interior with fine red-brown linear structures within the tissue oriented toward the catheter lumen consistent with vascular structures. Histologically, the sample was composed of a mix of thin strands of collagenous tissue (fibrosis) supporting vasculature that was amidst a serofibrinous accumulation. Due to the level of degradation of the majority of the sample (either due autolysis, necrosis, or, likely, a combination), many tissue and cell details cannot be determined. However, in areas of necrosis there are concentrations of nuclear debris likely representing areas of high cell density/infiltration. These cells are presumed to be leukocytes based on the presence and concentration of polymorphonuclear and mononuclear leukocytes in other more preserved areas and the serofibrinous nature of the matrix. The deeper sample at the catheter entry (silicone seal area) was composed of mainly serof ibrinous material with no vasculature, few leukocytes, and a very minimal amount of faded, degraded material most consistent with collagenous tissue via special staining. The previously applied device code c62955 was replaced with c133496. The method code 10, results code 180, and conclusion code 4315 pertain to the catheter. The method code 4114, results code 3221, and conclusion code 67 pertain to the pump. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.